Manufacturer narrative:
Medwatch number: mw5081686. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor saline implants for unknown indication on unknown date experienced autoimmune issues the patient related to the breast implants including pain and inflammation. No other case details were provided. The root cause of the patient's symptoms are unclear. No product issue, such as deflation, was reported. No patient name or contact information is available at this time, therefore no follow up can be completed and there is no additional information available. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the left.

Manufacturer narrative:
Medwatch number: mw5081686 on (B)(6) 2019, mentor received the requested med watch from FDA and patient information was included as: courtney goodwin address: (B)(6) email address; (B)(6) manufacturer¿s reference number: (B)(4).